Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/oct/2014. (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: "visual analysis identified brown particles on the device shell and curved opening on anterior shell. Weight measurement identified weight to the spec. Microscopic analysis identified striated curved opening on anterior shell assessed as surgical damage." The events of capsular contracture, baker grade "iii/IV," extrusion and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "iii/IV," extrusion and seroma.

Event description:
Patient reported right side "redness, irritation, pain," the implant "went up and feels hard." Healthcare professional reported right side extrusion and seroma. Device has been explanted. Patient also reported capsular contracture, baker grade "iii/IV."